Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to m.r.I low profile implantable port that is cleared in the us. The 510k/PMA number and pro code is identified. As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that approximately forty one days post placement procedure in the right chest wall, imaging identified the catheter allegedly ruptured at 15th cm and disconnected from the port body and migrated into the right ventricle. Reportedly, the patient was requested for catheter and port removal at a later date. Patient status was not provided.